Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String became separated from tampon and break [device breakage]. Cause was traced to manufacturing [manufacturing issue]. Case narrative: consumer reported via email that most of the string became separated from the tampon and broke. No injury was reported.

Event description:
String became separated from tampon and break [device breakage]. Case narrative: consumer reported via email that most of the string became separated from the tampon and broke. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.